Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent culture was performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, intraperitoneally (ip) and reflin (1gm, daily, ip). Pd therapy was ongoing, as well as remedial therapy with fortum and reflin. It was unknown whether the peritonitis resolved. The reporter believed that the peritonitis was not related to pd therapy.